Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep stated a patient had a cardioversion and they no longer can use their implantable neurostimulator (ins), so now rep is present to do an in-services at the hospital regarding the labeling and programming recommendations. Technical services (tss) sent ifp to rep. Rep stated they believes this was previously reported but did not have any of the case information at the time of the call. Tss sent email to rep to obtain patient information and event details. The rep reported they were not directly involved in the case but was calling to access information to be of assistance for an in-service. The rep was informed that the other rep involved had provided this information. No additional information provided.